Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: svc kit bi71000125 8 pack battery kit , serial/lot: n/a. A medtronic representative went to the site to perform a system check out and they found the customer had used the lift and shift function simultaneously in two cases, thereby flattening the battery completely. The motion battery was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the motion battery indicator showed no bar when the interface cable was disconnected. There was no patient present.